Manufacturer narrative:
(B)(4). On january 31, 2018 customer returned pump for an alleged cracked case and battery compartment. Insulin pump received with multiple cracks on the case and broken battery tube threads. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address, serial number label and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump's battery compartment were cracked. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.